Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient presyncopal in ER. Interrogation revealed some noise and drops in rv impedance (not oor). Wondering if there is possibly lead on lead abrasion (as the ra also has a signal that doesnt make sense and the v shows up large on the ra at times). Patient is dependent. This lead was capped. Should additional information be received, this file will be updated.